Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not delivering boluses as intended. Reportedly, customer's healthcare provider viewed pump data and it confirmed that the pump was functioning as intended as the customer forgot to deliver a bolus; however customer maintained that pump was not functioning properly. Tandem technical support was unable to confirm the allegation as customer was unable to provide specific dates. There was no reported impact to customer's blood glucose level.